Manufacturer narrative:
The t:slim x2 user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ the t:slim x2 user guide states, ¿your sensor gives you sensor glucose readings for up to 7 days. The performance of the sensor has not been tested beyond 7 days. When the sensor session ends, you will need to replace the sensor and start a new sensor session.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not provided cgm and bg meter readings; however, the customer reported the discrepancy was by 50 points. Reportedly, the customer performed calibrations when there was no bg value present on the cgm home screen, and the sensor had been in use longer than 7 days. No additional patient or event information was available. A root cause could not be determined.